Event description:
It was reported by a patient that they had a coronary artery bypass graft, during which the right atrial (ra) lead was misplaced. A reposition of the ra lead was subsequently required. After the procedure, a decrease in the battery life of the implantable pulse g enerator was noted, dropping from eleven years to three years. A discrepancy was observed between the in-clinic device check, which showed a battery life of 7 years, and the patient¿s phone application, which continued to display three years. The ra lead and ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.